Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of admission was 600 mg/dl. Customer was admitted at the hospital on (B)(6) 2016. Customer cause of hospitalization was diabetic ketoacidosis. Customer was stabilize with injections. Customer was wearing the pump at time of hospitalization. Customer reported the cannula is bent in half. The customer was explained the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat. Customer was advised to follow up with healthcare provider concerning high blood glucose.